Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while servicing the device, it was observed that the touchscreen was misaligned. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) calibrated the touchscreen which did not improve the issue. The touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Regarding the touchscreen accusation of ¿touch misaligned was observed¿: the product investigation lab (pil) technician has verified that the touchscreen fails flex cable resistance verification testing, confirming the complaint regarding touch position misalignment.